Event description:
The international distributor reported while the ventilator was plugged into ac power for backup battery charging, they noted a problem with the power supply. Upon inspection of the ventilator, the distributor reported there was heat related damage noted to the power supply and snubber board. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The distributor replaced the power supply to correct the finding. Damage to the power supply snubber pcb may result in a malfunction of the power supply which could cause the ventilator to shut down.

Manufacturer narrative:
Parts requested for return; not yet received from distributor.